Manufacturer narrative:
The reported event is unconfirmed. Three photos were returned for evaluation, the first one shows the three-way silicone catheter, the second photo zooms into the deflated balloon evidencing some ridge, is not clear if it is cuffing. The last photo is from the catheter cap. Received 1 all silicone foley catheter. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and rested with no leaks. The concentricity was found within specification. The balloon passively deflated in one minute and 20 seconds however cuffing evidenced. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required. As the reported event is unconfirmed a labeling review is not required. UDI format updated with available product information per gudid as requested section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon of foley catheter broke within a few days after placement. Per follow up information received via ibc on 02apr2024, there was no missing pieces of balloon inside the patient. Per sample evaluation received on 23jul2024, it was found that the sample cuff was mushroomed during evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon of foley catheter broke within a few days after placement. Per follow up information received via ibc on (B)(6) 2024, there was no missing pieces of balloon inside the patient.